Event description:
Info received indicated when emergency trendelenburg was activated the bed would not go into emergency trendelenburg.

Manufacturer narrative:
The hill-rom technician replaced the emergency and valve to resolve the issue.